Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report the insulin pump had a cracked battery compartment. The customer stated she had treated her elevated blood glucose with manual injection of insulin. Blood glucose reading was 35 mg/dl after the manual injection. The current blood glucose reading was 175 mg/dl. Customer declined troubleshooting and requested that the insulin pump be replaced. The insulin pump had not alarmed and the display screen would light up with no accompanying beeps or alerts. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).